Manufacturer narrative:
Corrected data: section b3: the event date has been estimated as (B)(6) 2022 as the patient underwent transplant in (B)(6) 2022. Section e1: reporter establishment name corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not conclusively be established through this evaluation. The serial number of the heartmate 3 left ventricular system in use was not provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d, is currently available. Section 1 of this document lists the adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the case study "acute limb ischemia in peripheral veno-arterial ECMO" that a 39 year old women was implanted with a heartmate 3 (hm3) left ventricular assist device (lvad) after there was failure to wean extracorporeal support. In (B)(6) 2022 almost 1.5 years after initial presentation the patient underwent a successful orthotopic heart transplant. The patient was stable postoperatively and was discharged.

Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Section d4: device manufacture date (h4) was not provided. The primary UDI number in d4 is updated with all of the current information available. Section b3: date of event has been entered as the same as published date since date of data collection was not provided article title: "acute limb ischemia in peripheral veno-arterial ECMO" author information: wilhelm, s., king, s., & el ela, a. A. (2024). Acute limb ischemia in peripheral veno-arterial ECMO. Asaio journal, 70, 72. Doi:http://dx.doi.org/10.1097/01.mat.0001011532.79461.0f university of michigan, ann arbor, mi, united states no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.